Manufacturer narrative:
Serial number of the device has been corrected in this report.

Event description:
Hamilton medical ag received the following event description from the partner: "a intellicuff s/n: (B)(6) was reported there are leakage. The intellicuff was still under warranty. I had checked the intellicuff on site, when the cuff pressure was set to 30. The intellicuff cannot pump to 30 and after showed the leakage alarm."

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: a intellicuff s/n: (B)(4) was reported there are leakage. The intellicuff was still under warranty. I had checked the intellicuff on site, when the cuff pressure was set to 30. The intellicuff cannot pump to 30 and after showed the leakage alarm.